Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-00904), was submitted on 02-may-2025. Upon receiving additional information, it was discovered the their was kink in tubing. Additional information - this MDR is being submitted to include the below: b5: describe event or problem h6:medical device problem code (a) component code (g) to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient faced three kinked tubing event on 23-mar-2025.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion set cannula kinked event on (B)(6) 2025. The insertion site was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.